Event description:
It has been reported to philips that the system produced image disk full errors and fluoroscopy failed. There was no reported patient or user harm. A philips field service engineer (fse) cleaned and reinstalled two hard disks on the image processing computer (ippc) and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that image disk full errors and fluoroscopy failed. Upon functional testing, the fse identified a problem with ippc disk. To resolve the issue fse reinstalled the ippc disk and recreated the image store. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.